Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Hemorrhage: unable to observe through visual inspection as it is a physiological phenomenon. Inflammation/irritation: unable to observe through visual inspection as it is a physiological phenomenon. Lymphadenopathy: unable to observe through visual inspection as it is a physiological phenomenon. Lymphoma - alcl: unable to observe through visual inspection as it is a physiological phenomenon. Seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (air voids and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side "edema", "alcl," "suspect lymph nodes", "histopathologic signs of chronic infection" and "tumor." Pathological marker alk- and cd30+ have been reported. Later, healthcare professional reported "capsular contracture baker grade I", "seroma mass", and tnm stage of t1n1m0. Healthcare professional additionally reported "plethora of hemorrhages" not related to the device. The device has been explanted.

Manufacturer narrative:
Continued e1 (phone no): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl and lymphadenopathy further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not been received for analysis in the device analysis laboratory yet. However, the reported events are classified as medical and they are unable to observe, therefore they are unable to be confirmed. A review of the current risk documents was performed and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported right side "edema", "alcl," "suspect lymph nodes", "histopathologic signs of chronic infection" and "tumor." Pathological marker alk- and cd30+ have been reported. Healthcare professional additionally reported plethora of hemorrhages not related to the device. The device has been explanted.

Event description:
Later, healthcare professional reported "capsular contracture baker grade I", "seroma mass", and tnm stage of t1n1m0.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Continued date of occurrence (b3) for "seroma mass": (B)(6) 2025.